Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant there was positioning difficulty of the right ventricular lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(6): helix disengaged from helical channel, and blood noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported that during the implant there was positioning difficulty of the right ventricular lead. The lead was removed and replaced. No patient complications were reported as a result of this event.